Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. 628061) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), abdominal distension ("abdominal bloating"), musculoskeletal pain ("muscle and joint pains"), hot flush ("hot flashes"), fatigue ("fatigue"), vertigo ("vertigo"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido") and affective disorder ("mood disorder") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, affective disorder, fatigue, genital haemorrhage, hot flush, loss of libido, musculoskeletal pain, vaginal discharge, vertigo and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 18-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. 628061) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), abdominal distension ("abdominal bloating"), musculoskeletal pain ("muscle and joint pains"), hot flush ("hot flashes"), fatigue ("fatigue"), vertigo ("vertigo"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido") and affective disorder ("mood disorder") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, affective disorder, fatigue, genital haemorrhage, hot flush, loss of libido, musculoskeletal pain, vaginal discharge, vertigo and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Lot number: 628061, manufacture date: 2008-09, and expiration date: 2010-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.